Manufacturer narrative:
Concomitant medical products: model 3186 (2), scs lead, model 3660 scs ipg. Therapy date unknown. Investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report number: 3006705815-2019-00764. Reference MFR. Report number: 3006705815-2019-00765. It was reported that the patient was diagnosed with an infection at lead and ipg site. As a result, the scs system was explanted. Patient was treated with antibiotics. No further information is available.

Event description:
Reference MFR. Report number:: 3006705815-2019-00764; reference MFR. Report number: :3006705815-2019-00765.